Event description:
It has been reported to philips that the system shut down. The issue was found during clinical use. The procedure had to be stopped and restarted. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis procedure and the procedure was completed by restarting the system and deleting the stuck image. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon troubleshooting the fse determined that it was software bug because the problem persists even after reinstalling the os and application software. The fse set pacs(picture archiving and communication system) transmission to manual transmission and reduced image resolution to avoid network stuck and then the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis procedure and the procedure was completed by restarting the system and deleting the stuck image. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon troubleshooting the fse determined that it was software bug because the problem persists even after reinstalling the os and application software. The fse set pacs (picture archiving and communication system) transmission to manual transmission and reduced image resolution to avoid network stuck and then the system was returned to use in good working order. The codes were updated based on the investigation outcome. The reporting institution name, reporting address line 1 and the reporting address city have been updated.